Event description:
Consumer sent pictures to target of a sonic brush head with bristles that came off during use. Consumer thought it was a fluke but the second time it was used, the bristles came off again and consumer claimed he/she choked on it.